Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during a zone 2 endovascular repair for the treatment of a 52 mm thoracic aortic arch a neurysm. It was reported that a vamc2626c100tj stent graft was implanted in the descending aorta distal to the aneurysm, followed by the deployment of a vamc3030c150tj stent graft just below the left carotid artery in zone 2. Final angiography revealed a type ia endoleak, and a vamc3232c100tj was deployed proximally as treatment. The endoleak was still present but the volume was reported to have decreased and the procedure was concluded. Per the physician, the cause of the event cannot be determined. No additional sequelae were reported and the patient will be monitored.